Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting the channel due to insufficient cleaning and the device was insufficiently or incorrectly reprocessed. Additional evaluation findings are as follows: 1.) Insertion part at the tip was noted out of standards due to scratch of distal end cover; 2.) Angulation in the up direction found out of standards due to wear of angle-wire; 3.) Gap of the up/down knob noted out of specification due to wear of angle wire; 4.) Liquid leaks due to deformation stiffness ring; 5.) Liquid leaks due to deformation of grip part, up/down knob, right/left knob; 6.) Liquid leak due to blockage of auxilary channel; 7.)light guide bundle in poor condition; 8.) Light guide lens noted broken; 9.) Adhesive of bending cover found broken; 10.) A crumple was noted at the connecting tube and connecting tube protector noted cut off; 11.) Switches 2 and 3 noted cut off; 12.) Universal cord noted crumpled. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-h290i, evis luxera elite colonovideoscope to olympus for repair due to a report that the angle could not be adjusted by moving the control knob. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, foreign material was found exiting the channel due to insufficient cleaning of the device and the device was insufficiently or incorrectly reprocessed. This report is submitted due to the aforementioned findings, identified during olympus in-house service of the device. There has been no patient injury, associated with the problem, reported to olympus.

Event description:
Additional information received from the customer: - the device was not used on a patient with foreign material - the start of precleaning was not delayed after the procedure - water was aspirated through the instrument/ suction channel with a suction pump - the auxiliary water channel was flushed with water by using the flushing pump (or manual) - the air/water channel was not flushed with water and air by using mh-948 or other equipment - manual cleaning was performed within an hour after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the channel was confirmed. The root cause of the event could not be determined, however, it is possible that pre-cleaning was not performed immediately after the case, pre-cleaning and manual cleaning were not carried out with appropriate reprocessing or an appropriate amount of water supply, making it difficult to remove foreign substances. Olympus will continue to monitor field performance for this device.